Manufacturer narrative:
The following other devices were also listed in this report: primary tritanium hemi cluster hole cup 52mm; cat# 502-03-52d; lot# mhd2d5, accolade (127 deg) size 2.5 accolade (127 deg) size 2.5; cat# 6021-2530; lot# 29447402, 32mm +8 lfit v40 head; cat# 6260-9-332; lot# 29445303. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding wear and infection involving a trident liner was reported. Wear was confirmed during the material analysis, however there was no evidence to confirm the potential infection reported based on the received information. Visual inspection was performed as part of the material analysis. Images of the device are included in the mar. A detailed view of the articulating surface of the insert is shown surface scratches on the articulating surface were observed. The slight yellow discoloration observed on the proximal and distal surfaces. No material or manufacturing defects were observed on any of the components examined. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot and sterile lot. The exact cause of the event could not be determined because insufficient information was provided. No material or manufacturing defects were observed on the trident liner during the material analysis however additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that during the revision surgery surgeon noted moderate/marginal osteolysis, cup was well fixed when mechanically tested, cup insert was discolored and scratched in weight bearing region and black debris and marginal pitting was noted as well. Revised for pain, osteolysis and suspected infection.

Event description:
It was reported that during the revision surgery surgeon noted moderate/marginal osteolysis, cup was well fixed when mechanically tested, cup insert was discolored and scratched in weight bearing region and black debris and marginal pitting was noted as well. Revised for pain, osteolysis and suspected infection.